Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing due to a change in morphology. An untreated episode was stored as a result. Technical services (ts) discussed potential troubleshooting options. Additional information was later received that the device and electrode exhibited noise and oversensing resulting in delivery of an inappropriate shock. Ts reviewed the stored episode and noted the noise appeared consistent with myopotential noise, possibly related to rapid left arm movement. Ts recommended finding out what the patient was doing at the time of the shock therapy episode as well as recommended programming changes to sensitivity. No further assistance was requested. No adverse patient effects were reported. This device remains in service.